Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned device confirmed the stated failure. The plated has fractured at one of the screw holes. Eleven screws were also returned. Our lab completed an analysis with the following results: the scratches on the surface of the locking plate could have been caused during removal of the device. From the analysis conducted during this investigation, it was concluded that the peri-loc 4.5 mm lateral distal femoral locking plate fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the plate could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. No manufacturing or material deviations were found during this investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4). Lot number provided did not match the part number provided. We have requested confirmation and will file a supplemental when the correct information is received.

Event description:
It was reported the patient underwent a revision surgery due to plate fracture two months post-op without trauma. New plate added in revision surgery.